Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. One day prior to receipt of this report, the patient was hospitalized for the event. On an unknown date, the patient was treated with vancomycin injection (1 gram, for 14 days, route and frequency not reported) and ceftazidime injection (1 gram, for 14 days, route and frequency not reported) for peritonitis. On an unknown date, the patient "migrated to another hospital". Eleven days after the event onset, the patient was recovered from the event. Thirteen days after hospital admission, the patient was discharged. Pd therapy was ongoing. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.